Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Long sfa lesion. The turbohawk lx-m was used for two insertions. 6-8 passes on during each insertion. The device was cleaned as per IFU between insertions. Following cleaning after the 2nd insertion, the physician claimed that the cutter was not moving freely through the device. It was felt the blade was hanging up on something. The physician requested a new device to perform more insertions. The procedure was completed with 2 more insertions, 6-8 passes each with another device. The physician had a great result. The patient did well and was discharged without incident. Evaluation summary: the atk turbohawk was received for evaluation inside a "zip-lock" style biohazard pouch. No additional ancillary devices or cine images from the procedure were received. The device was examined and found the distal assembly was bent up upon itself at the cutter window. The cutter window was inspected under microscope and observed a crease on each end of the cutter window. Also the cutter head showed signs of chipping around the edge of the cutter surface. No other damage or anomalies were found on the device. The cutter was attempted to be advanced, but it would crash into the distal end of the cutter window.